Manufacturer narrative:
Device label code for f10. Position 1: 1738. Position 2 and 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. The following was rpt'd to datascope on 6/4/97: the balloon was inserted and pumped uneventfully for 30 minutes. Blood was noticed in the lumen of the balloon and "helium loss" alarms started sounding. The balloon was removed and a second was inserted while the pt was still in the o.r. Event complications: unk - rpt'd 5/5/97; none - rpt'd 6/4/97. Pt current status: unk - rpt'd 6/4/97.